Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of the device powering off by itself was verified through review of the event history log as 'improper shutdown' messages. However, it is noted that 'improper shutdown' messages may also be the result of normal pump operation in cases where the user removes the battery or unplugs the pump. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The device was found to be within specification and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off by itself. There was no known patient injury or medical intervention associated with this event. No additional information is available.